Manufacturer narrative:
H3, h6: the emitter cable, product ID: 9733752 (ln: 603000377), was returned for analysis. Analysis found that the complaint was confirmed. There were exposed wires due to the fraying of the emitter cable. The emitter was still fully functional despite the damage and passed bench testing functioning for 2 hours. Applicable codes: b01, c0201, d02 multiple fdd/annex a codes were reported. A04 was coded for a material integrity problem. (B)(6) was coded for screen damaged. A05 no longer applies to the event. A04 corresponds to concomitant product 9735795 that comprises the reported event. A0902 corresponds to concomitant product 9735795, product 9736325, product 9733752, and product 9733752 (ln: 603000377) that comprises the reported event. Multiple fdm/ annex b codes were reported. B17 corresponds to concomitant product 9735795, product 9736325, and product 9733752 that comprises the reported event. B01 corresponds to concomitant product 9733752 (ln: 603000377) that comprises the reported event. Multiple fdr/ annex c codes were reported. C20 corresponds to concomitant product 9735795, product 9736325, and product 9733752 that comprises the reported event. C0201 corresponds to concomitant product 9733752 (ln: 603000377) that comprises the reported event. Multiple fdc/ annex d codes were reported. D15 corresponds to concomitant product 9735795, product 9736325, and product 9733752 that comprises the reported event. D02 corresponds to concomitant product 9733752 (ln: 603000377) that comprises the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795; product ID: 9736325; product ID: 9733752, h3, h6: the system was serviced in the field and the emitter power cable was noted to be frayed. The flat emitter hardware was replaced and the system passed the system checkout. Applicable codes: b01, c0201, d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the screen is damaged and would like a quote. There was no patient involved.